Event description:
Patient attended for chemotherapy, dressing on arm taken down to show PICC end attached to statlock but end severed. PICC severed within vessel. Patient was referred to interventional radiology for retrieval of the PICC. Both ends of PICC are noted to be jagged.

Manufacturer narrative:
The complaint of a break in the catheter was confirmed but the cause is unknown. The products returned for evaluation were two photographs of a 4fr s/l power PICC solo catheter and the original implicated catheter. The catheter was in two segments with a complete separation within the polyurethane catheter tubing near the 6cm depth marking. The depth markings from 0cm through 6cm were completely worn off of the catheter. The catheter contained a curved shape memory proximal of the break site. Microscopic examination revealed that the break edges were severely jagged and irregular. The surface of the break edges revealed a dull veneer and a finely granular texture. A longitudinal split was observed transecting the circumferential break. Both segments were patent to infusion. No leaks were detected when the segments were hydraulically pressurized which indicted that there were no additional breaches in the catheter tubing. The wall thickness of the catheter tubing was verified to meet the device specifications. The characteristics seen on the sample are indicative of a break. However, the mechanism of damage is unknown at this time. A lot history review (lhr) of reviewed 1366 showed no similar product complaint(s) from this lot number.